Event description:
It was reported that since the device change out procedure on (B)(6) 2016, the patient has been experiencing neck and shoulder pain, fatigue, and shortness of breath. The patient presented to the clinic and received medication to resolve the shortness of breath. No further intervention was performed. Patient was stable. Few weeks later patient had an echocardiogram and stress test and is still experiencing shortness of breath. No further information available at this time.

Manufacturer narrative:
This supplemental report is to update patient condition. Shortness of breath was confirmed to be non-device related. Need to exclude (B)(4).

Event description:
New information received notes that the patient's symptom of shortness of breath was non-device related.